Event description:
Customer called lfs in 2002 alleging that their meter would power off during use. Customer reported feeling "sweaty, heart racing, dizzy, cold and clammy". The meter was not new and the ccr educated them on automatic shutoff (2 minutes after the last action). The meter still powered off during use. No medical care beyond home treatment was reported. No adverse event or serious injury occurred. Ccr replaced meter because issue could not be resolved.